Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What do you mean by "the thread is not getting into the needle holder"? Could you please explain if the issue was suture separated from the needle? If not please explain what was the exact issue? Could you please clarify when did the issue occurred during removal from package /during passage through tissue/ during tying / post-op)? Could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more details. Are there any photos available for visual analysis? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, and strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a an unknown procedure on an unknown date and barbed suture was used. During the procedure, the surgeon mentioned that the thread is not getting into the needle holder. No adverse patient consequences were reported. Additional information was requested.